Event description:
Boston scientific has become aware of the following event: the lesion was 90% stenosis. When this catheter was pulled out, it got stuck with a guide wire and they came off together. A galaxy2 was used.

Manufacturer narrative:
During investigation, it was observed that the guidewire exit port was lifted and ripped 3.0mm long. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that the edges of the exit canal became uneven during the use of the catheter. The guidewire (0.014") that was used during procedure was returned. The guidewire was inserted, and there was no indication of any resistance for tracking the guidewire. The soft portion of the guidewire appeared stretched. The imaging window of the catheter appeared stretched by approximately 2.0cm long. During image characterization testing, acceptable image appeared in the systems and the product performed within specification. No kink was observed in the sheath assembly. The root cause of the reported event cannot be determined.